Manufacturer narrative:
Service was not dispatched for the event. The customer was going to monitor the instrument and call back if problems continued. (B)(4).

Event description:
The customer reported pick and place motion errors on unicel dxc 600i synchron access clinical system. While troubleshooting the motion errors, the customer found several aliquot vessels that dropped on top of the aliquot vessel shuttle, with some of the aliquot vessels stuck together, indicating a possible previous sample spill. The spill, likely biological fluid, was contained to the first 2 rows of the aliquot vessel shuttle where aliquots are made. The customer removed the first 2 rows of aliquot vessels and cleaned the aliquot vessel shuttle with alcohol wipes and q-tips. The closed tube aliquotter (cta) was also rebooted. There was no exposure of the fluid to personnel; operator was wearing lab coat and gloves during the event. No erroneous results were associated with the event.